Event description:
It was reported that a scale marking issue occurred before use with a syringe 1ml ll w/ndl eclipse 27x1/2 rb. The following information was provided by the initial reporter, "scale missing".

Manufacturer narrative:
Investigation: DHR was performed and was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One photo and one 1ml syringe with an eclipse needle assembly in an opened blister pack from batch 8052070 (p/n (B)(4)) was received and evaluated. It was observed there was multiple scratches and indentations on and below the flange. There was also a scratch near the bottom above the collar. It was also observed the scale on the syringe was severely skewed and smeared to the point it was almost completely illegible and was rejectable per product specification. Potential root cause for the skewed scale defect is associated with the printing process. This was most likely from the print pad being in the wrong position causing the print to be applied at an angle.

Manufacturer narrative:
Medical device type: fmi; fmf. PMA / 510(k)#: k941562; k161170. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a scale marking issue occurred before use with a syringe 1ml ll w/ndl eclipse 27x1/2 rb. The following information was provided by the initial reporter, "scale missing."